Event description:
Date of the event is unk. It was reported to boston scientific corp that one month after placement of a corflo cubby low profile gastrostomy device, the balloon ruptured. The device was replaced with a different device (unknown product/MFR). There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
A visual examination of the returned device noted that the balloon was intact; the reported balloon rupture was not confirmed. The cause of reported malfunction is undetermined.